Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoid procedure, there was an incomplete staple line observed during the procedure and was sutured manually. There were no adverse consequences for the patient.